Manufacturer narrative:
(B)(4). The information noted june 17,2016 below was submitted in error by the factory. No service technician has evaluated the unit. The investigation is still in progress. A follow-up medwatch will be submitted when additional information becomes available. (B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a insulate contact between the device board and the flow-meter. The technician shortened the cable and reconnected it with the flow-meter and the device board. The water-flow was tested and a test run was performed. All tests were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the ice block of a hcu40 melts down quickly. The incident occurred during patient treatment. There was no harm for the patient nor negative consequences. (B)(4).

Manufacturer narrative:
A maquet field service technician was on site and investigated the unit . The technician troubleshot the device and could confirm the problem that the ice block melts down very quick. Error occurs more often when the temperature is switched to heating. The technician replaced the 3-way valve and the shunt valve which had a leak. Through the leak, warm water had a back flow in the tank which was responsible that the ice block melts down. The device was tested for functionality and a test run was successfully performed. A supplemental medwatch will be submitted as soon as additional informations becomes available.

Event description:
(B)(4).